Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 99% stenosis, a 1.5x6 trek dilatation catheter was used for pre-dilatation and intravascular ultrasound was performed. A 2.5x15 rx trek dilatation catheter was advanced without resistance to the target lesion and inflated; however, the balloon ruptured on the second inflation at 8 atmospheres (atms). The 2.5x15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and a 2.5x15 non-abbott balloon was used and inflated up to 16 atms. A 2.5x20 non-abbott drug eluting stent was implanted and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, sion blue. Guide catheter: launcher7f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformance that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.